Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the results logs for the runs in question were reviewed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the internal control. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505468 and 505388 are performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505468 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 505468. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505468 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. The device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505388 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 505388. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505388 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505468 and 505388 identified no additional complaints related to the reported issue. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505468 and 505388 was not identified.

Manufacturer narrative:
Complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date, and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer called with concern about discrepant results generated on the realtime sars-cov-2 assay. Four samples generated a positive result on the realtime sars-cov-2 assay, but showed late amplification. In all cases, the sample was repeated overnight, and a day later on, the qiagen newmodix and with fasttrack on abi7500, which both generated a negative result. The lab reported these samples as negative to the physicians. There is no impact to patient management reported. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.